Event description:
It was reported via repair work order that the brakes were not working and the zoom drive was intermittent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.